Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient was trying to charge today. They received two messages, one said that it was not connecting, and the other said 'call your clinician error code 9766.' The patient said they were driving on saturday and felt like they were getting shocked. They did not know if that had anything to do with them having trouble recharging. They tried several hard resets on their own. The patient turned on the recharger, placed it over the stimulator, and it connected right away. They were at 40% charge, excellent connection, mytherapy on. The troubleshooting steps that were taken on the call resolved the issue.